Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels. Troubleshooting was performed, and the insulin pump was programming correctly. Nothing further was reported.